Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon could not control the left master tool manipulator (mtm) nor the camera instrument. The right-hand control was functioning normally. There were no error messages on the monitor. The technical support engineer (tse) advised to reboot the system. The error 23032 appeared at system startup, which indicated that the left mtm clutch was being pressed at startup. The surgeon disabled the left mtm finger clutch and continued the surgery. The tse advised to check the left mtm finger clutch after the surgery. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system had no errors when initially powered on for the procedure. The master tool manipulator (mtm) was returned for failure analysis, and the reported 23032 error was confirmed but not replicated. In logs, the 23032 error was found indicating the mtm button is in a "pressed" state but should not be confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, gimbal handel was inspected, and no faults could be identified. Failure analysis concluded that the embedded serializer for master handle (esmh) is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.